Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted no defect was observed. Device labeling addresses the reported events as follows: precautions: ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions: ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc the "lever on the plunger popped" and the product was lost. Patient contact was made. No injury to the patient or injector. The packaged needle was used for the injection.